Manufacturer narrative:
Lifescan received the test strips involved with this complaint on ((B)(4) 2013). And device evaluation was completed on ((B)(4) 2013). The alleged issue was not confirmed when testing with control solution during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.